Event description:
It was reported that the patient presented for a follow-up in clinic. It was reported that the right ventricular lead exhibited noise oversensing and under sensing. During the replacement procedure, an insulation breach was noted near the suture sleeve. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of oversensing noise, under-sensing r waves and ¿insulation breach was noted near the suture sleeve¿ were not confirmed. As received, a partial lead was returned in two pieces. The helix was retracted and clogged with blood/tissue. Visual inspection found the outer insulation damage at the proximal region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the partial lead did not find any anomalies except for procedural damage.